Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. Final device analysis for lead lot v359227, revealed no significant anomalies. Final device analysis for titan anchor (lot unknown) revealed no anomalies. Final device analysis for the second titan anchor (lot unknown) revealed no anomalies. Final device analysis for extension (B)(4) revealed no anomalies.

Event description:
It was reported that there was a "potential performance issue" with the patient's neurostimulator. Normal battery depletion was not reported. It was unknown if the devices were replaced. No clarification/additional information was provided. Additional information was requested from the patient's physician. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead: model 3998, lot v359227, implanted: (B)(6) 2010, explanted: (B)(6) 2012. Anchor: model 3550-39, unknown lot, implanted: unk, explanted: (B)(6) 2012. Anchor: model 3550-39, unknown lot, implanted: unk, explanted: (B)(6) 2012.